Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A doctor reported that the knife does not have a cutting edge. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the event took place prior to a cataract extraction with intraocular lens implant procedure. There was no patient involvement.

Manufacturer narrative:
Three opened 15d cutting knives were received wrapped in gauze, along with 4 other cutting instruments of a different design, for the report of no cutting edge. The 3 15d cutting knives were visually examined per facility procedure and were found to be nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number, 122309m, has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the second complaint for the reported issue associated with this cutting instrument lot. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).